Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Healthcare professional later also noted ''hole in radius(edge) and ''deflated prior to removal.'' Device has been explanted.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Healthcare professional later also noted ''hole in radius(edge) and ''deflated prior to removal.'' Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: one opening observed on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: yellow particles observed on the surface of the shell. Broken observed on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted.